Manufacturer narrative:
A field svc engineer (fse) was not dispatched to the customer's site for this event. While the root cause for the erroneous differential results is unk, the analyzer did generate appropriate flags to alert the customer to further review the sample. The customer reported that a lot of smudged cells were observed on the smear. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bec) to report erroneously differential results with instrument generated flags for one (1) pt sample assayed on their coulter hmx hematology analyzer with cap pierce. The erroneous pt sample results were reported outside of the lab. There was no impact to pt treatment associated with this event. The customer reported that qc (qc) samples assayed before the event yielded results which recovered within the lab's established ranges. The customer reassayed the pt sample on their coulter hmx hematology analyzer with cap pierce. In addition, the customer sent the pt sample to two other labs for differential analysis on a flow cytometry instrument and another coulter hmx hematology analyzer. The customer also performed a manual differential. The results from the reassay, the two other labs, and the manual differential were all in agreement. The customer generated an amended report which was sent outside of the lab.